Manufacturer narrative:
Device code: (B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a peripheral intervention procedure using a 6f sheath. Reportedly, after clip deployment the device was difficult to remove as the locater wings did not retract; however, both access ports and the safety release mechanism were used to remove the device. Hemostasis was achieved with the successfully placed clip. There was no vessel damage noted. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the vessel locator wings was confirmed based on the returned device condition. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. The returned device condition noted the clip was caught at the distal end of the device. Factors that contribute to the observed clip caught at the distal end may include, but not limited to, user pulls back on device during clip deployment, inadequate nick and spread (tissue tract preparation). Interaction of the clip with the vessel locator wings would subsequently contribute to the reported vessel locator wings not fully retracting and difficulty removing the device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.h1: upgraded to serious injury based on returned device analysis. H6 health effect - impact code 2199 was removed and replaced with code 4641.

Event description:
Returned device analysis identified that the clip was at the distal end of the sheath. Follow up with the account was performed and it was confirmed that manual compression was ultimately used to achieve hemostasis. No additional information was provided.